Event description:
The lead was not successfully implanted due to an unknown product performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the complete lead was returned; no anomalies noted (physically). Laboratory analysis was not able to confirm the reported allegation of placement difficulty.

Event description:
Additional information received, and a supplemental report is being filed.